Manufacturer narrative:
The referenced scope was returned for an evaluation of the reported, ¿difficulty removing scope from patient¿s colon¿. A visual inspection was performed on the scope and found the insertion tube was buckled/kinked below the protector boot. The insertion tube coating was deteriorating at the buckled/kinked area. The likley cause of the buckled/kinked insertion tube is attributed to excessive stress applied by force to the insertion tube/protective boot area. The control section was inspected and found play during the manipulation of the angulations knobs (up/down & left/right). The insertion tube was coiled in a loop approximately 140 mm in diameter. In this position, the angulations system was inspected and no abnormalities were found; all angulated positions and the bending section were able to flex back smoothly (testing with the control knob set in the free position). The angulation movement was also tested with the control knob locked, and the bending section was able to remain in place when it was angulated. Additionally, it was noted the bending section cover glue was cracked, the scope passed the leak test. The scope was repaired and returned to the user facility. A review of the service history indicated the scope was purchased on november 28, 2009. There was one repair event on (B)(6) 2016 (instrument channel leak). Based on the evaluation, the exact cause of the reported event could not be determined. The instruction manual provides warning and caution that states, never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination.

Event description:
The service center was informed that during an unspecified colonoscopy procedure, the physician reportedly had difficulty removing the scope from the patient's colon. There was no death or serious injury reported.